Manufacturer narrative:
Field service engineer (fse) went on site to evaluate and repair the issue of the broken grey connector of the device. Fse found one grey channel connector broken inside tub and second grey channel connector found to have a damaged o-ring. Fse replaced the two grey channel connectors inside tub. Fse ran a performance check. There were no leaks present. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, there were no abnormalities with device when being in use the day before the grey connector of the device was found broken. The issue was observed in the morning prior to use. The device was not used after the issue was found. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the tube was unable to be connected since the connector became loosened and came apart. As the cause of the loosened connector, we presumed that the user applied stress to the connector in the loosening direction, and the stress was accumulated. Hitting with something hard and aged deterioration were also presumed as the cause. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿chapter 3. Inspection before use, 3.3 inspecting the connectors. Check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents if any irregularity is found, do not use the equipment and contact olympus. ¿ olympus will continue to monitor the field performance of this device.